Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed clamping mechanism may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, for the first reload on the rectum, when clamping the tissue, the force zone was 1, so the speed change was performed manually, but there was no sound response. When fired, the speed was still fast and did not change. When clamping the second reload, the force zone was also 1, and the speed was unable to be changed. The button on the left side of the handle responded but the button on the right side did not respond. Another device was used to complete the procedure. The surgical time was extended by less than 30 minutes. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device might had been used beyond the recommended tissue thickness range.